Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the physician successfully imaged the lesion (location unknown) with an intravascular ultrasound (ivus) catheter. The physician was able to withdraw the catheter from the patient with no resistance however, when the catheter came out from the y- connector it was noticed approximately 2.5cm of the catheter tip had became detached. The procedure was completed with a new ivus catheter and the patient status was reported as "good".

Event description:
During a percutaneous coronary intervention (pci), performed via radial approach, the physician successfully imaged the lesion (location unknown) with an intravascular ultrasound (ivus) catheter. The physician was able to withdraw the catheter from the patient with no resistance however, when the catheter came out from the y- connector it was noticed approximately 2.5cm of the catheter tip had became detached. The procedure was completed with a new ivus catheter and the patient status was reported as "good".

Manufacturer narrative:
A review of the device history record was performed and nothing relevant to the reported event was found. No similar complaints were found in this lot. The catheter was received in two pieces the separated distal tip measured 2.5cm long and the remainder measured 168.3cm long. During visual analysis, bloodstain was observed inside of the distal tip assembly and fluid was observed inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. During image characterization testing a good square image appeared in the system and the product performed within specification. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle tip fracture and throughout the tested brittle tip sample. The device labeling and directions for use (dfu - (B)(4)) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. A root cause of design was assigned to this complaint.